Event description:
It is reported that the customer was experiencing sensor reading issues with their insulin pump. Their blood glucose level was 179mg/dl. Trouble shooting was done and reading returned to normal. Pump is not being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.